Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that patient (B)(6) presented left knee ankylosis related to journey ii bcs retro implants. Event was treated with a manipulation under anesthesia.

Event description:
It was reported that patient to-0125 presented left knee ankylosis related to journey ii bcs retro implants.